Event description:
While inserting inferior locking metaglene screw, two of the screw bushings expanded and broke free from the screw head. The threaded portion of the screw remains in the pt's bone.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.